Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. (B) (4).

Event description:
The customer reported poor image quality and intermittent no image produced. No patient injury was reported.